Manufacturer narrative:
Tandem technical support made multiple attempts to follow up with the customer, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose levels at 600mg/dl, and kidney function at 45%. While hospitalized, elevated bgs were treated via intravenous (IV) drip and insulin pen. Troubleshooting could not be performed, as the customer did not have the pump at the time of the call.